Manufacturer narrative:
UDI - unknown product. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to mdrs: 1226348-2018-10418 and 1226348-2018-10419 for information regarding the additional devices involved in this event.

Event description:
As reported by the affiliate, two cables and an icp express monitors were displaying incorrect data. It was suspected that the cause was the icp coming back from repair with the incorrect power setting. There were no reports of delay or patient harm.